Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the patient had a right reverse total shoulder. Prior to locking screw insertion it was noted that a tab was broken off the green locking screwdriver. The missing tab did not occur during this case. It was noticed prior to use in this case. No one is aware when the tab broke off prior to this case. No surgical delay.